Event description:
Healthcare professional reported "signs of extracapsular damage to the implant" diagnosed via ultrasound and mammograph. Later healthcare professional reported capsular contracture, baker grade ii/iii diagnosed by MRI. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii/iii. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(b), d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening assessed as fold flaw opening. A missing piece of shell was assessed as inconclusive. Capsular contracture: unable to observed. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.